Event description:
The manufacturer received information alleging a trilogy evo "ventilator service required" alarm occurred while in patient use. There was no report of patient harm or injury. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was duplicated by an operational check. During the evaluation it was noted that an error code indicating an issue with the super cap or the charging unit was confirmed. The issue was resolved after the system board was replaced. It was assumed that a fault had occurred in the capacitor or circuit for the power loss alarm. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).